Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that the patient being administered red blood cells noted a leak 15 minutes into transfusion. The channel of the pump was full of blood. Upon assessment of the tubing, a small hole was found in the spongy part that feeds into the channel.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported a small hole in the silicon pump tubing segment that was causing a leak, 15 minutes into the infusion. The customer returned the used set of material 2477-0007, lot 25025063. Upon initial visual examination, the set verified the complaint of pinhole leak in the pump segment. The root cause for the issue was unable to be traced to manufacturing. The possible root cause is related to the clinical practice. A member of our clinical team was notified about the failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.